Event description:
According to the reporter, during a robotic rectum procedure, the staple suture was not fired on the front wall (hemi-circular). The back wall was fired and intact but the front was not. When examining the stapler, it was noticeable that it did not trigger any staples semi-circularly. Operation time was extended by 30 minutes. The front wall was sewn over with davinci. No additional bowel resection was necessary. No additional blood loss or changes to the standard. Tightness (endoscopic) was given as part of the endoscopic leak test. Suturing the anastomosis was made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Videos were also provided. Visual inspection noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. Evaluation of the eccentric washer noted that it was secured. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. The video indicates that the instrument was clamped on tissue, was fired, and was unclamped. The staple line was incomplete and there was an opening in the tissue. Suturing of the tissue opening and tying of the suture were done. It was reported that the staple line was incomplete. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is applied over an obstruction. The man ufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.